Event description:
It was reported that the patient developed an intense pain in the left leg in a sciatica like fashion and is having an intense low back pain. The patient was sent to the emergency room and was prescribed with an opioid medication. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred the day the patient was sent to the emergency room.

Event description:
It was reported that the patient developed an intense pain in the left leg in a sciatica like fashion and is having an intense low back pain. The patient was sent to the emergency room and was prescribed with an opioid medication.